Manufacturer narrative:
The company service representative examined the system. A system message (sm) - warning - lost ac was observed in the system event log; however, the reported problem could not be replicated. As a precautionary measure, the company service representative replaced the power distribution printed circuit board (pcb), the power cord, and the power switch. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the system was shutting down by itself during the procedure. They procedure was completed with the same equipment. There was no pt harm.